Event description:
My dexcom g7 has been reading extremely inaccurately since I put this sensor on. It's made me miss low blood sugars until I'm almost at the point of passing out. I rely on this technology to keep me alive and the dexcom g7s have not been doing a good job at that.